Manufacturer narrative:
This report is submitted september 18, 2019.

Manufacturer narrative:
This report is submitted on august 15, 2019.

Event description:
Per the clinic, the patient experienced non-auditory sensations. The device was explanted (B)(6) 2018.